Manufacturer narrative:
According to the information provided, the user's engineer investigated the event on site and found that the patient's breathing circuit was leaking. After the patient's breathing circuit was replaced, the unit returned to normal operation. No logs have been received and we have therefore not been able to verify the reported issue. Our conclusion is that the replaced part was the cause of the reported event. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4), corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that during the ventilator had an air leakage. There was no patient harm. Manufacture's ref.-#: (B)(4).